Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when the patient became hypotensive. The blood pressure was treated but the patient became hemodynamically unstable. CPR was performed and the patient was checked for a pericardial effusion, but nothing was found. Transesophageal echocardiogram (tee) was performed an air embolism was noted on the left side of the patients heart. All the devices were removed from the patient and the patient had become hemodynamically stable. The procedure was ended with no closure device implanted in the laa. There were no other complications that were reported to have occurred and the physician plans to attempt the procedure again at a future date.